Event description:
A voluntary medwatch report stated that review of the stored electrogram (egm) indicated that the right atrial lead had exhibited under-sensing, which resulted in termination of detected atrial tachycardia/atrial fibrillation (at/af) events.